Event description:
Caregiver moved the alenti with client in it from tub in the highest position. The brakes were applied. The caregiver dried the client and did some foot care. She raised the arm on the alenti to dress the client. She then reached to get her clothing. While holding the red bar she felt the lift tipping forward (away from her). She tried to stop it from tipping but could not. The client slid out of the alenti and on to the floor. The caregiver righted the lift and called for the nurse. The safety strap was not being used. It was reported that the client is suffering from some soreness in the shoulder area as a result of the incident.

Manufacturer narrative:
This report is being filed under (B)(4) by arjo (B)(4) on behalf of the manufacturer arjo (B)(4). (B)(6) (central supply coordinator) stated that caregivers have repeatedly transferred pts incorrectly after services has been given more than once from the sales rep. The eval of the device to date has been carried out by a rep of the manufacturer's sales and service unit subsidiary divisions, not a direct employee of the manufacturer. The info contained in this report is based upon the info provided to the manufacturer. Additional info will be provided following the conclusion of the manufacturer's investigation which may include updates or changes.